Manufacturer narrative:
Device is a combination product.device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) clinical study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced angina and late stent thrombosis. (B)(6) 2011, the patient presented with unstable angina and was referred for cardiac catheterization. The 99% stenosed and 10 mm long de novo and bifurcated target lesion was located in the mid left anterior artery (lad) with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50x12mm ion stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel. (B)(6) 2012, the patient presented with angina and progressive dyspnea and cardiac catheterization was recommended. Fractional flow reserve in the left anterior artery (lad) was calculated at 0.83, which suggested a non-hemodynamically significant lesion. Stent thrombosis of the 2.50x12mm ion stent placed in the mid left anterior artery was noted and was recommended to be treated with aggressive medical therapy. The event is considered to be recovering/resolving.